Manufacturer narrative:
(B)(4) stent cover damage. (B)(4) stent difficult to remove. (B)(4) stent blocked/occluded. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex fully covered biliary stent rmv was implanted during a procedure performed on (B)(6) 2014. According to the complainant, the stent was used for a benign indication of a post-surgery stenosis. Reportedly, the patient anatomy was not tortuous. The stent was successfully implanted without issue. On (B)(6) 2015, during a planned stent removal, the physician could not remove the stent. The physician noted that the stent cover was damaged at the proximal end and there was tissue ingrowth within the stent. On (B)(6) 2015, the physician implanted a fully covered stent into the wallflex fully covered biliary stent rmv and both stents were successfully removed 3 weeks later, completing the procedure. Note: reporting was required because the device is only sold ous but is similar to the m0070540 that is sold in the us.